Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they are receiving recurring no delivery. The customer's blood glucose was 72 mg/dl at the time of the incident. The customer stated the alarm occurred during bolus. No delivery alarm recurring after troubleshooting. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with blank display due to missing battery tube spring. Unable to verify excessive no delivery alarm due to blank display. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and cracked lcd window. Unit received with moisture damage electronic and motor assembly.